Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 16 mm non-medtronic balloon. The final deployment of the valve was attempted using left anterior oblique (lao). The pigtail was removed and the valve was slowly deployed with non-pacing. The nose cone of the delivery catheter system (dcs) was slowly removed. A computed tomography (CT) scan revealed that the valve dislodged. The valve was pulled up with a snare and held while a second valve was implanted while pacing 120-130 beats per minute (bpm). Per the physician, the dislodge may have been caused by lack of pacing during the final deployment however it was also noted that there was little calcium. The calcium score was 400. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no product analysis was performed. No images were sent to medtronic for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. In this event it was reported to be due to a user and patient anatomy issue as the physician reported that the dislodged valve may have been caused by a lack of pacing during the procedure during final deployment. It was also reported that was little calcium, however, we are unable to confirm this. A device history review was not required for this event as the event description does not indicate a potential manufacturing issue. This event does not indicate device manufacturing related malfunction. Updated a1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.